Event description:
It was reported via legal documentation that a patient had a left total hip arthroplasty on (B)(6) 2014, and then experienced revision surgical procedure on (B)(6) 2022 approximately 8 years and 5 months after initial implant. No images were provided. There is no other information available.

Manufacturer narrative:
D10: concomitants: 142-36-00 - cocr fem head 36mm +0 offset 12/14, (B)(6). 164-03-13 - element-stem, collared w/ha, std offset, sz 13, (B)(6). 186-01-56 - integrip cc, cluster 56mm,g3, (B)(6). These devices are used for treatment and not diagnosis. Pending investigation.

Manufacturer narrative:
1038671-2024-00536 b1: corrected. B2: corrected. H6: corrected the following: health effect - clinical code, type of investigation, investigation findings, investigation conclusions. Manufacturer narrative: the most likely cause for the reported revision due to prosthesis wear is a combination of the risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided.